Event description:
It was reported that prior to a scheduled battery replacement procedure on (B)(6) 2025, communication with the wise crt system could not be established. The patient noted reduced exercise tolerance while the system remained in off mode. Following connection of the new battery, communication with the wise system was immediately restored, with normal initial battery voltage and capacity confirmed. Rv detection, electrode tracking, and biventricular capture were promptly demonstrated on EKG and remained stable throughout the remainder of the procedure. No adverse patient sequelae were reported.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Ebr will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The transmitter associated with complaint (B)(4) was not returned to ebr for analysis and remains implanted; therefore, functional testing could not be performed. A lot history record (lhr) review was conducted for the model 3100 battery and the model 4100 transmitter. The review identified no manufacturing or process-related issues that could have contributed to the reported issue. At the time of the reported loss of communication on (B)(6) 2025, the implanted model 3100 battery (s/n (B)(6) was most likely fully depleted. This depletion was attributed to previously identified kyroflex-associated parasitic current leakage within the model 4100 transmitter. Once the battery reached full depletion, the system no longer had sufficient power to support telemetry or functional operation. During the scheduled procedure, the battery was explanted and replaced. Immediately following replacement, normal system communication and therapy were restored. Because the condition causing the loss of communication was resolved upon battery replacement, the system was no longer in a failed state, and the event could not be recreated in situ.